Manufacturer narrative:
Product complaint #(B)(4). H3 device evaluation summary: the actual device was received for evaluation. One dispensed needle-suture of product code sxpp1a404, lot mpz169 was returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs and the sides of the fixation tab broken were found. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix came off after passing a needle through the fascia by continuous suturing during abdominal closure¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mpz169 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2019 and barbed suture was used. The fixation tab came off after passing a needle through the fascia by continuous suturing during abdominal closure. Another device was used to complete the procedure. There were no adverse patient consequences reported.